Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. Analysis showed that the baseline testing was completed on the device and found no failing conditions. The allegation was not confirmed.

Event description:
It was reported that the patient with this pacemaker developed hematoma and underwent a pocket evacuation procedure. Additionally, the pacemaker was explanted due to normal battery depletion. No additional adverse patient effects were reported.